Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported with the description, intraocular lens (iol) was seen broken in the cartridge and was not implanted. The surgery was completed on the same day using another iol. There was no patient contact.